Manufacturer narrative:
The investigation for the pump stop and thrombus has been completed. Impella cp pump returned. Upon visual inspection and foreign material ingestion was found and interacting with impeller at outflow cage. No burrs/rough edges or other abnormalities were found. Pump stop did not reproduce after removing foreign material. Data logs were reviewed, and high motor current pump stop alarm was found after 1 hour of support. No motor current spike or other abnormalities seen prior to pump stop. The cause of the pump stop issue was an interaction with another device due to foreign material ingestion found per return product investigation. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ added- h6 impact code 4642.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. This is one (impella cp) of two (automated impella controller) medical device reports associated with this event.

Event description:
The user facility reported a patient who had undergone extra-corporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) in post mitral valve replacement was unable to recover cardiac function and was converted from iapb to impella cp device. Approximately one hour after start of support, the pump stopped, and current consumption increased. An unsuccessful attempt was made to restart the pump. At that time, a thrombus may have developed in the left ventricle. Biomaterial was observed. The pump was removed, and an iabp was placed. The patient was transported to intensive care unit noted to be in serious condition. Further information noted the patient expired the next day due to multiorgan failure; no relationship between the death and the impella device per the case physician. Medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.